Event description:
Patient with implanted heartmate 2 left ventricular assist device was admitted due to recurrent event of gastrointestinal bleed (gib) despite being off all coumadin and aspirin. Admit hemoglobin 5.8. 5 units of transfused blood required. Endoscopic evaluation included urgent colonoscopy due brisk blood loss. A dieulafoy vs. Avm lesion was actively bleeding in the descending colon, treated with epinephrine injection plus clips x 3. No active bleeding at the end of procedure.